Event description:
The customer reported that they had a speaker malfunction inop displayed on the intellivue multi measurement server x2 and no sound was audible. No adverse event involving a patient or user was reported.